Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for the evaluation. Omsc evaluated the subject device, and found that the reported phenomenon was duplicated and the exterior of the subject device had no abnormality. Also olympus service operation repair center (sorc) checked the subject device, and it was found that the power circuit board had failure. The exact cause of the failure of the power circuit board could not be conclusively determined. However, omsc surmised there was the possibility the failure of the power circuit board was attributed to the aging deterioration due to the long term-use passing more than 5 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not be turned on during the unspecified diagnostic procedure. The user changed ac power cord to another ac power cord, and re-plugged the ac power cord into the ac outlet, but the subject device was still not worked. There was no patient injury associated with this report.